Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing of myopotentials in the primary vector. There were over sensed signals likely presenting movement artefacts that got detected due to low r-wave amplitude. Available x-ray showed slightly higher lead position and the can might be more anterior than posterior, close to the armpit. During troubleshooting, noise was able to be recreated in every vector. While the patient was performing arm movements, atrial type noise was noted. Alternate vector showed considerable noise too but the device seemed to label it correctly. An automatic set up was performed and the device was programmed to secondary vector, the smart pass feature was turned on, and therapy was turned off for the time being. No adverse patient effects were reported. This device and electrode remain implanted, but electronically deactivated.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing of myopotentials in the primary vector. There were over sensed signals likely presenting movement artefacts that got detected due to low r-wave amplitude. Available x-ray showed slightly higher lead position and the can might be more anterior than posterior, close to the armpit. During troubleshooting, noise was able to be recreated in every vector. While the patient was performing arm movements, atrial type noise was noted. Alternate vector showed considerable noise too but the device seemed to label it correctly. An automatic set up was performed and the device was programmed to secondary vector, the smart pass feature was turned on, and therapy was turned off for the time being. No adverse patient effects were reported. This device and electrode remain implanted, but electronically deactivated.